Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie did not open. A technical support specialist advised the customer to notify the pharmacy to replace the defective cubie to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medbank system had a cubie did not open. Customer reported that the cubie failed to dispense morphine 20mg/ml concentrate to the patient. There were no adverse events or injuries reported based on this event.